Manufacturer narrative:
510(k): k212323 investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows an endoscopic image of the distal end of the device. The device is closed onto simulated tissue and the clip housing has detached from the cath attach but is still connected to the drive wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a demonstration with the customer, the user was demonstrating the cook instinct plus endoscopic clipping device. It was reported that the clip successfully deployed but tromboned [clip housing detached from the cath attach and remained attached to the drive wire]. The tech closed the clip onto fake tissue and upon attempting to deploy the clip, the drive wire came out. They attempted to open the clip but instead of the jaws of clip opening up, the drive wire came out but it did not open [unable to deploy or open clip from tissue]. No patient was involved as this was just a product demonstration so there is no patient impact.